Event description:
It was reported that the 7600 system would intermittently not boot up nor fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The computer, hand controller, and the x-ray on lamp were replaced during the service call. The system was tested and found to be working as intended and put back into service.